Manufacturer narrative:
Continuation of d10: product ID 97740 lot# serial# (B)(6) implanted: explanted: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97740, serial/lot #: (B)(6), ubd: , UDI#: this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient representative regarding an external device. It was reported that neither one of their devices will come on to show there's power to it. Patient then stated the little indicator will not come on. Agent had patient attempt to connect with the patient programmer; patient stated the programmer will not turn on. Patient added that they've replaced the batteries several times including just this morning. Patient then added that they've been having problems with the programmer on and off for a couple months. Patient stated sometimes it would take an hour to get it to work, and they'd have to play with it a lot. Agent had patient connect to the implant with the recharger; patient confirmed the implant was fully charged and stimulation was on. The issue was not resolved. An email was sent to the repair department to replace the patient programmer. Patient's wife mentioned they tried calling two of the people they used to work with for the stimulator and both told them never to call back. Caller called back and stated previous information reported in this case. Caller reported it seemed nothing was working and the controller may or may not work. During the call caller attempted to connect the programmer with the programmer antenna and caller described the poor communication message. Caller disconnected the programmer antenna and placed the programmer over the pt's implant and caller still got the s ame poor communication message. Caller confirmed pt had a fall and caller and pt noted it was not working properly before the fall. Pt noted the pt did not fall on their implant/back; the caller was advised to contact the pt's healthcare provider (hcp) to connect with a manufacturer representative (rep) for reprogramming/readjustment. Caller noted they would contact the pt's rep.